Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay was performing as intended. A review of the data for sample ID (B)(6) showed a cycle threshold (CT) value of 36.4 with a minimal, non-sigmoidal target growth curve. The positive and negative controls, as well as the internal controls, demonstrated robust and sigmoidal growth curves, confirming proper assay performance. Serology testing for hiv was non-reactive, and the most likely cause of the discrepant result was identified as non-specific amplification, which typically repeats as non-reactive. No product issue was identified, and the investigation concluded that the assay was functioning within specifications.

Event description:
The initial reporter alleged a discrepant result with the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. Sample ID (B)(6) was collected on (B)(6) 2022 and tested on (B)(6) 2022, yielding a non-reactive result for all targets. A second sample, ID (B)(6), was collected on (B)(6) 2022 and tested on (B)(6) 2022, yielding a reactive result for the hiv target with a cycle threshold (CT) value of 36.4. The target growth curve for this sample was minimal and non-sigmoidal. Serology testing for hiv was non-reactive.